Event description:
It was reported that the device was presenting with battery depleted alarms. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Right plunger case was found cracked by the left bottom corner. Base hardware failure and battery communication timeout were found in event history log. Base hardware failure was found at power up and moment later the battery communication timeout error was followed. The root cause of the reported issue was not found due to being unable to duplicate the reported problem. Actions were taken to mitigate the reported issue: replaced interconnect board and battery. A corrective and preventative action has been opened to address the reported issue.